Event description:
A caller reported experiencing alarm 2 followed by alarm 26 due to occlusion issues. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Despite recurring occlusion issues, the caller declined additional assistance, and the case was closed by technical support.